Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9800 system is not working (does not seem to come on). It was noted that the monitor would come on after awhile, but the image was bad. There was no report of pt injury.